Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the staple line of the endowrist 30 curved-tip stapler instrument was incomplete. The reload color of the endowrist 30 curved-tip stapler instrument, which produced the incomplete staple line, was unknown. It was unknown if any error messages were produced during the firing sequence. A new staple line was utilized to repair the defect. The procedure was completed robotically. The patient is recovering well postoperatively.

Manufacturer narrative:
Intuitive surgical inc. (Isi) did not receive the endowrist 30 curved-tip stapler reload, but did receive the endowrist 30 curved-tip stapler instrument associated with this complaint. Failure analysis did not confirm the reported event. The instrument was fully functional. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. There was no problem detected. An advanced stapler log investigation by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) revealed the following: logs showed endowrist 30 stapler (part number 470530-09), (lot number) t10240821-0023, was used first, and it was installed intermittently on the system 6 times and fired 6 reloads (1 white, 4 gray, 1 blue, in that order). On install 1, the first clamp was incomplete. The next clamp was successful, and the firing was completed without error. On installs 2-6, the first clamp was successful, and the firings were each completed without error. About 6 minutes after the last completed unclamp of this instrument the emergency stop button was pressed on the patient side cart (psc), represented by an error code in the logs. There was no grip release tool detected. The instrument was not used again in the procedure. Logs showed sureform 45 stapler (part number 480445-06), (lot number l11241121-0438, was installed intermittently on the system 11 times and fired 9 reloads (8 blue, followed by 1 green). There were no incomplete clamps or unclamps by this instrument. On installs 5 and 8, a blue reload was loaded, however no clamping or firing was performed. On all installs except for install 11, the firings were each completed with no pauses for compression. On install 11, the firing was completed with 2 pauses for compression. The instrument was then removed and not used again in the procedure. There were no errors pertaining to the use of this stapler in the logs.